Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated leakage in an integrated circuit. Hybrid analysis determined that the cause for premature battery depletion was high current drain within the hybrid. The excess current was from a defective regulated supply. If information is provided in the future, a supplemental report will be issued.